Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing white display. The customer¿s blood glucose level was 200 mg/dl. Customer dropped the insulin pump and then it started to beeping and the screen became flashing white. The customer was assisted with troubleshooting and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electronic. Unable to verify missing segments/partial display due to constant blank/flashing white light. Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube.